Manufacturer narrative:
The field service representative (fsr) replaced the flow sensor. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the latch on the flow sensor would not stay closed. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the latch and spring to be worn and it would not stay engaged without additional effort. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.